Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they were unable to get insulin pump to unlock. Customer stated the green thing just moves around the screen. Customer stated they getting insert battery alert when went to change the battery but, the screen was still not allowing to press the button to unlock the pump. Customer did not received stuck button alarm. Customer stated the numbers was not ramping or the scroll bar was not moving up or down with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.